Event description:
It was reported that the right ventricular lead had high threshold, and an x-ray and echocardiogram revealed the lead had perforated the right ventricle. The distal portion of the lead was explanted, and then the remaining part was explanted the following day; the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.